Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples in the returned sample appear misaligned. The stapler was returned with 11 staples left in the cover block indicating that at least 24 staples were fired by the end user. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The first staple was able to properly form and release from the device. Another attempt was made but the staple was unable to form properly. No staple fired on the third attempt. The trigger was engaged several more times with the same result. It appears that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was sent to the manufacturing site for further evaluation. It was confirmed that the staples were misaligned. Upon removal of the misaligned staples, it was found that one of the staples was bent which could be the cause of the misalignment. It could not be determined what caused the staple to bend, but a CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. Reference attached file tc 1900072547_tecateinvestigation for the manufacturing site investigation. Reference file (B)(4) for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The sample was shipped to the manufacturing site for further evaluation. One of the staples was found to be bent which could be causing the misalignment of the staples. However, it could not be determined what caused the staple to bend. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "unit jamming" was confirmed based upon the sample received. One sample was returned with the staples in the returned device misaligned. Upon functional inspection, the first staple was able to properly fire, but the second clip was unable to form properly. On the following attempts, no staple fired as it appeared that the misalignment of the staples is preventing the staples from moving down the track and into the forming tool. The sample was shipped to the manufacturing site for further evaluation. It was found that one staple was bent which might have caused the misalignment of the staples. It could not be determined what caused the staple to bend, but a CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
It was reported that the staples were jamming.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73e1800300 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples were jamming.